Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d5, d8, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lock of the video connector socket was worn away and failed due to repeated use for a long period of time. As a result, the connector was not able to be locked and the image transmission between the endoscope and the video processor was hindered, and then no image appeared.

Manufacturer narrative:
There is no additional information for the event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacturing date is not available. Upon inspection and testing with gif h-180 and giff-q180 scopes, it was observed that the pigtail was locked in securely. Images were stable. The user¿s complaint was not confirmed. However, found corrosion inside video connector which needs replacement. Unit has up to date nbi and software. The pigtail needs to be inserted until a click is heard from the video connector latch so that is securely lock. The pigtail cannot be pulled out by force unless the lock latch is pressed down.

Event description:
As reported for this event, during an unknown procedure, the device yielded no image and sometimes pulled out of its connection. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. There is no repair history of the product for the past year.